Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted. No unexpected battery out limit alarm occurred. The time clock was set and worked properly. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the insulin pump received a button error alarm and then a battery out limit alarm. Customer's mother stated that she tried to change the time on the device and was unable to. Customer was wearing the insulin pump while playing with water balloons prior to the alarms. It was also reported that the numbers on the screen are ramping on their own. Blood glucose 204 mg/dl. Nothing further reported.